Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that the injection port pushed into the y-site on a blood solution continu-flo set with interlink y-site and check valve. The process step that this malfunction occurred is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation. However, the customer did provide photographs of the defective sample. Inspection of the photograph identified that the septum was collapsed. The cause of the reported condition could not be determined.